Event description:
It was reported a balloon ruptured on the first inflation at eight atmospheres during a subclavian angioplasty procedure of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was rec'd , evaluated and retained by this MFR. The engineering evaluation revealed the shaft under the balloon was corkscrewed. Performance testing revealed a pin hole leak over the distal radiopaque marker. The balloon surface was very wrinkled. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft. Follow up indicated this device was used in a highly calcified lesion. Therefore, co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."